Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the medications were not crossing over to the station. A technical support specialist (tss) confirmed that carefusion coordination engine (cce) received messages from the host, but messages are stuck. The tss restarted cce service in the console to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders were not crossing over to the station and appeared as on hold, even though they were not on hold in epic. The customer rebooted the machine approximately 30 minutes ago, but the issue continued and affected multiple stations. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.